Manufacturer narrative:
Tandem's pump user guide states, "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, alarms were cleared and insulin delivery was able to be resumed. The customer continued using the pump and had manual injections as alternate insulin therapy.